Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the insulator on the vapr coolpulse90 electrode device came off during use. There was no surgical delay nor adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during an unknown procedure, the insulator on the electrode came off while in use. The device was brand new and the first use when the issue occurred. The device was received and evaluated in juarez laboratory. Visual inspection revealed that the metal plate on the active tip is broken. The piece was returned. The electrode was in normal condition, any anomalies on the device could be observed. The cable was in good condition as well as the connector and pins. Finally, suction tube showed blood and saline residues. The device was sent to manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in its original packaging. The active tip was returned detached from the device and showed signs of significant amount of use. Also, there was evidence of dried saline in suction tube but no visible damage to the device shaft, handle, cable or plug. The electrical and functional test were not completed due to the device being damaged. A DHR review was performed on lot u1904236; and there were no issues (ncrs or deviations) found in the manufacturing process that would indicate and explain the failures observed. Based on a review of the product DHR, investigation findings & ra no correction action is deemed necessary at this time. The complaint stated that the insulator on the electrode came off while in use. The device was returned with the active tip detached. It appeared that the suction tube was eroded at the juncture between itself and the active tip, causing the tip to detach. Visual inspection revealed that the suction tube was significantly eroded and the active tip showed evidence of prolonged activation, which suggested that the device had been operated for a long period of time. The failure mode seen was consistent with other complaint devices investigated under a CAPA which was opened to investigate the occurrence of active tip failures in the field, different potential root causes for this type of tip failure was identified and, in this case, based on the evidence of extended activation, the likely root cause was user error. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.